Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, post-implant thrombosis, tilt of the filter and the resultant symptoms. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation, post-implant thrombosis, tilt of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, post-implant thrombosis, and filter tilt. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), tilt, blood clots, clotting in both legs and/or occlusion of the ivc, approximately eleven years and ten months post implant. The patient also reported difficulty ambulating, moving legs and anxiety related to the filter. Approximately eleven years and ten months post implant a computed tomography (CT) scan was performed due to a clinical history of abdominal pain. Results of the scan noted the ivc filter was within the infrarenal area of the ivc. The upper aspect of the filter was located 2.5 cm below the right renal vein. The filter was mildly tilted, but the upper aspect does not contact the ivc side wall. There are six filter struts that appear intact, but all appear to extend beyond the expected confines of the ivc walls. There was chronic thrombus within and extending below the filter into the common iliac veins. There were also extensive collateral vessels along the abdominal wall and within the abdomen at the intra-and retroperitoneal locations consistent with chronic central venous obstruction. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and/or vasculature does not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Collateral vessels may develop in response to chronic occlusions to supplement the intrinsic circulation that has been occluded. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety and decreased mobility do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. <p>section d6a:</p><p>the patient profile form (ppf) states that the date of the index procedure was august 3, 2007.</p>.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc), tilt, blood clots, clotting in both legs and/or occlusion of the ivc. The patient became aware of the reported events approximately eleven years and ten months after the index procedure. The patient has also experienced anxiety and continue to experience difficulty moving his legs and difficulty walking. A computed tomography (CT) scan for abdominal pain was done approximately eleven years and ten months after the index procedure the findings listed: non-obstructing right renal calculi and left renal cyst, a 4 mm right middle lobe nodules at the lung base (likely post inflammatory), moderate cardiomegaly, aortic valvular and coronary calcifications were seen. A laparoscopic band was seen surrounding the proximal stomach with intact tubing. In reference to the filter, the imaging scans revealed the ivc filter was within the infrarenal area of the ivc. The upper aspect of the filter was located 2.5 cm below the right renal vein. The filter was mildly tilted, but the upper aspect does not contact the ivc side wall. There are six filter struts that appear intact, but all appear to extend beyond the expected confines of the ivc walls. There was chronic thrombus within and extending below the filter into the common iliac veins. There were also extensive collateral vessels along the abdominal wall and within the abdomen at the intra-and retroperitoneal locations consistent with chronic central venous obstruction.